Event description:
It was reported that embolization occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 31mm watchman flx pro closure device and delivery system (wds) was implanted on (B)(6) 2024. The following day, the closure device was noted to have embolized. The closure device was retrieved by use of a snare and large sheath. The patient remained stable and the was discharged home on (B)(6) 2024.